Event description:
Per the clinic, the patient experienced two occurrences of wound dehiscence (dates not reported), which resulted in an infection at the implant site and was treated with oral antibiotics for 4 weeks. The patient underwent skin flap revision surgery on (B)(6) 2023, under general anaesthetic. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 22, 2023.

Manufacturer narrative:
Per the clinic, the issue did not resolve and subsequently lead to extrusion of device. The device was explanted on (B)(6) 2023. This report is submitted on july 31, 2023.

Manufacturer narrative:
This report is submitted on september 11, 2023.